Manufacturer narrative:
(B)(4). Batch # r5988a. Investigation summary: the analysis results showed that one gst60g cartridge reload was returned with 8 double drivers and 1 single driver missing making the reload non-functional. No conclusion could be reached on what caused the drivers to be out of position. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Four photos were provided; pictures one, three and four shows a green reload from the top view. The right side can be seen fully fired and the left side, 16 staples are missing in the inner row and one missing staples in the outer row. Picture two shows tissue with a staples line. Several missing staples are noted. Based on the photos reviewed, the event described is confirmed.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis results showed that one gst60g cartridge reload was returned with 8 double drivers and 1 single driver missing making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged and cartridge body was noted to be damaged from the left proximal side. It is possible that the damaged on the cartridge was due to an improper handling of the cartridge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested, and the following was obtained: can you please clarify what was meant by, ¿middle one-third of staples on the patient side did not staple?" The stapler drivers were not present on the cartridge after fired. Did the middle one-third of staples deploy into tissue? If yes, please describe the shape (goal post/legs straight, malformed, irregular, etc.)? No staples deployed or, was the staple line interrupted on the patient side; staples not present/visible on the middle one-third of the staple line? No staples present.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, two like staplers were being used, interchangeably, and on the second firing, first firing of the second device opened, green reload, gore seam guard buttressing material, the stapler fired but only the middle one-third of staples on the patient side did not staple. The proximal one-third and distal one-third staples on the patient side stapled and the complete specimen side stapled. The doctor opened a third like stapler with another green reload, fired the stapler parallel to the staple line and the staple line was complete. There were no patient consequences reported.